Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve in mitral position is under evaluation for a valve in valve procedure after an implant duration of 2 years, 1 month due to unknown reasons. Tmvr has not been scheduled.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve in mitral position underwent a valve in valve procedure after an implant duration of 2 years, 2 months due to unknown reasons. Tmvr was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b2, b3 b4, b5, g3, g6, h2, h6 (impact code and type of investigation).

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary 31081, rev a, tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Per technical summary 33069, rev a, structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Per (B)(4), an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Additionally, relevant technical summary 31081, rev a, and technical summary 33069, rev a, exist for this issue. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per (B)(4) is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned from implant patient registry and investigation that a patient with a 27mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of two (2) years and two (2) months due to severe degeneration with regurgitation. The patient presented to the hospital for heart failure and shortness of breath. A tavr procedure was performed with a 26mm 9755rsl transcatheter valve. Per medical records, six months following the initial savr, patient continued to have worsening heart failure symptoms. Tee indicated severely degenerated bioprosthetic mitral valve with severe mr. Patient underwent tavr via the trans-septal route with asd closure. After the procedure was completed, the area showed no signs of leakage, and the patient successfully withstood the treatment.